Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issue was observed. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. A watermark was not observed at the base of the sensor tail, indicating sensor was not properly inserted. Further investigation was performed where the sensor was de-cased, and no issues were observed upon visual inspection of the printed circuit board assembly (pcba). A source measure unit (smu) test was performed to verify that the returned sensor¿s electronics were functioning within specification. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their abbott diabetes care device. It is unknown whether the customer noted a trend arrow on the device. The customer reported receiving readings of 46mg/dl and 350mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.